Event description:
It was reported that customer experienced unresponsive touch screen that required repeated hard presses. There was no reported impact to the customer¿s blood glucose level. Customer feedback indicated ongoing frustration with device performance, and no additional information was received regarding any troubleshooting steps or corrective actions taken by customer or technical support.